Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 22.3cm to 23cm from the connector pin. Both re and svc cables were exposed, but the etfe coating was normal. The abrasion is consistent with friction to the ICD can. (B)(6). Failure (event) observed during analysis.